Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4).

Event description:
Per report, in a transaortic procedure post deployment, the 23 mm sapien valve position was 20:80 ventricular. It was believed the 1st valve was positioned 30:70 ventricular before deployment. Angiography revealed 3+ aortic insufficiency (ai), primarily central ai, but also paravalvular leak (pvl). The patient did not appear to recover from the pacing run due to the low ef of 25 % and the cai. She was extremely hypotensive, so vasopressors and epinephrine were given and CPR performed. Several shocks were delivered to convert ventricular fibrillation. CPR continued. A 2nd valve was prepped and deployed in a 50:50 position while the patient was in ventricular fibrillation. Following deployment, a shock was delivered to convert the rhythm. It appeared with angio that the valve was in an open position, due to lack of lv contraction and hypotension. The patient was put on cpb and the mini sternotomy was extended partially to allow for decompression of the heart. Iabp was placed in the lfa approximately 30 minutes later. The lv function improved over time. Echo revealed no ai once the blood pressure returned to baseline. The patient was left on cpb to allow her to recover and weaning began. The patient was transported to ICU still intubated to allow for recovery. Two days later the patient was in stable condition, her neurological function was reported to be intact, the patient was being weaned from ventilation and the valve function was good. Ten days post implant the patient died as a result of multi-system (kidney and lung) failure. As reported, the valve was performing well and the patient¿s death is considered unrelated to the valve.

Manufacturer narrative:
This report represents the 1st sapien valve implanted. Per the instructions for use (IFU), device malposition requiring intervention and hypotension are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In addition, as a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the too-ventricular position of the valve was reported to have been related to procedural factors (e.g. Pre-deployment valve positioning 30:70 ventricular). The cause of the hemodynamic instability was appears to be related to a combination of patient factors (e.g. Low ef of 25%, chf and cad) and procedural factors (e.g. Rapid ventricular pacing). The subsequent severe hypotension has the potential to significantly impact organ oxygenation and valve function resulting in ventricular arrhythmias and cai. There was no allegation or indication that the cause of the events was associated to a malfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.